Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional inforamtion received reported no damage was noticed upon opening the package. There was no damage or evidence of tampering to device packaging. The cause of the rupture was not determined.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch; within an opened echelon-10 micro catheter inner pouch and within its protective tray. Visual inspection/damage location details: the echelon-10 total length was measured to be 156.1 cm. The echelon-10 useable length was measured to be 148.4 cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. The proximal marker band was found to be flattened. The distal marker band was found to be flattened. The distal tip was noted to be pre-shaped. No damages were found with the distal tip. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, water exited from the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the echelon 10 catheter was ruptured (intact) with angio in the distal section. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the right femoral artery. It was reported that before the aneurysm surgery, during the required flushing of the microcatheter, it was found that the tip of the microcatheter was damaged. There was no friction or difficulty during delivery. Aside from the rupture, there was no other damage to the catheter. A new microcatheter was used, and the procedure was successfully completed. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.